Event description:
During lifting, the pt suddenly fell losing grip on the handgrip. The safety support belt was being used and the arms and shoulders were pushed up. Pt suffered luxation of the shoulder and fracture. One person involved.